Event description:
Product problem. One user site reported discovering a software malfunction when using the philips pinnacle3 radiation therapy planning system software version 8.0h absolute marking feature of the acqsim3 simulation application in combination with a philips/picker pq 2000s CT scanner. The software malfunction could result in incorrect pt marking, which could potentially lead to improper pt treatment. No pt injury, misdiagnosis or mistreatment resulted from this event.

Manufacturer narrative:
Evaluation summary: an internal evaluation confirms that pinnacle3 radiation therapy planning system software versions 7.6c, 8.0d and 8.0h exhibit a software defect with the absolute pt marking feature of the acqsim3 simulation application when used in combination with the philips/picker pq-series CT scanner.